Event description:
It was reported that: "implants were removed due to infection."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 6276-7-019, lot # caxlc07c, description: mod con dist stem 19 x 155 mm. Cat # 6276-1-127, lot # 36448001, description: 27 mm mod rev hip bdy/blt +10 mm component level 900-1-127. Cat # 6260-9-140, lot # mkj4dl, description: v40 cocr lfit head 40 mm/+0. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.